Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load sequence. The customer's blood glucose level was not impacted due to this issue. The customer successfully loaded a second cartridge to address the current cartridge alarm 19.